Event description:
It was reported that with the use of the provided barewire filter delivery wire, an emboshield nav6 embolic protection system (eps) was advanced past a heavily calcified, greater than 90% stenosed lesion in the heavily tortuous mid left internal carotid artery that had a very significant bend (almost 360 degrees) with resistance felt, but no force applied. After deploying the nav6 filter, with the barewire held in place, when slowly retracting the delivery catheter without resistance felt, the filter moved proximally to a position just distal to the target lesion; thus, it was decided not to use the nav6 for the procedure. The filter was then retrieved successfully and an accunet eps was used in completing the procedure instead of the nav6. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.